Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the safety mechanism on a bd safety-lok¿ syringe with detachable needle failed as it "was not locking in place". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR review for batch 7338970 (p/n 309592): manufacturing dates: 12/14/2017 to 12/18/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338970 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation summary: a root cause could not be determined.